Manufacturer narrative:
(B)(4). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Manufacture date 3/2014. Field service specialist visited the account and verified system vacuum. Verification checks performed on vacuum system. Vacuum assembly board was replaced as a precaution. Verifications successfully completed. System meets amo specifications. Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. In addition, amo will be making enhancements for detecting and alerting the user of patient suction loss. The review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. There is not a recognizable adverse trend based on the trend review and risk evaluation. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a catalyst procedure, the surgery center reported loss of suction during the laser firing. As a result the procedure was delayed. The surgery center indicated the cataract procedure went well. There is no patient injury reported.